Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the connection between an irrigation set and an unspecified irrigation bag. The connection was checked and adjusted but it still leaked. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.